Event description:
During remote monitoring, episodes of undersensing were observed on the device. Abbott technical support was contacted, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.